Event description:
It was reported that wake button on pump stopped working, as screen did not turn off when button was pressed and pump needed connection to usb cable to turn on. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.